Event description:
It was reported that the power cord was damaged with exposed bare wires and there were burn marks on the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer elected to perform their own repairs.

Event description:
It was reported that the power cord was damaged with exposed bare wires and there were burn marks on the bed. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.